Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: cordis precise ((B)(4) lot#15299168); embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effect of dissection is listed in the product instruction for use as a known potential adverse event. Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The acculink, is being filed under a separate MFR number.

Event description:
It was reported that during a highly calcified focal lesion of the right internal carotid procedure with minimum vessel flow, the emboshield nav6 was placed and a viatrac was used for predilatation with a dissection noted, followed by a rx acculink stenting. It was reported that the patient complained of pain in the neck area. The patient was given fentanyl and versed for pain and the dissection. It was noted that the vessel flow did not appear to be improved after the stentings and the physician chose to place a non-abbott stent distal to the rx acculink. The flow was not improved and the patient did not have any reported adverse patient sequela. The patient was discharged 3/7/2011. There was no additional information provided.